Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) had a battery status of elective replacement indicator (eri). Due to the patient testing positive for covid-19 replacement was delayed. Technical services (ts) reviewed data from this device analyzed. Data analysis showed the battery appeared to have depleted quickly than expected. Device replacement was recommended. This device is included in the s-ICD premature depletion physician communication. New information received indicates that this device was explanted and is not expected to be returned for evaluation.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) had a battery status of elective replacement indicator (eri). Due to the patient testing positive for covid-19 replacement was delayed. Technical services (ts) reviewed data from this device analyzed. Data analysis showed the battery appeared to have depleted quickly than expected. Device replacement was recommended. This device is included in the s-ICD premature depletion physician communication.